Event description:
It was reported the patient developed an infection. The device and leads were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # product ID# (B)(4) analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID rvdr01 implantable pulse generator (ipg), implanted: (B)(6) 2013, explanted: (B)(6) 2013; product ID 5086mri implantable pacing lead, implanted: (B)(6) 2013, explanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.